Event description:
Possible broken sensor wire (distal end retained). Pt pulled the remaining portion of the wire out from his skin with his fingers. Neither the distal nor the proximal segments of the sensor were available for eval.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.